Event description:
It was reported that during a peripheral angioplasty procedure, a hub broke and deflation difficulties occurred. The lesion was located in the moderately calcified superficial femoral artery (sfa). Slight inflation difficulties were encountered during balloon inflation. During lesion dilation, the hub of the smash balloon dilatation catheter "split" and deflation difficulties were encountered. Negative pressure was applied to deflate the balloon. The balloon was removed partially inflated but intact. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.